Manufacturer narrative:
A ge service rep performed an onsite investigation. The vcsi board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was an intermittent communication failure error. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of pt injury or death associated with this event.